Event description:
A care giver (cg) contacted (B)(4) regarding the home patient (hp) waking up to find the bed wet, this occurred on the home choice (hc) unit during dwell 4. The cg stated she caught it in time, there was no alarm. The technical service representative (tsr) had the cg end therapy, close the clamps and cap off the hp. The tsr advised the cg to call the nurse for further medical instructions. The writer followed up with the nurse. The rn stated the home patient (hp) has disconnected the transfer set from the patient line in their sleep. The hp was treated with prophylactic antibiotics. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The complaint report indicated that the patient may not have spiked the bag all the way. Although there is no spike on the indicated product codes, this is a suspected issue with the patient connecting the set. Therefore, a labeling review was performed for this product. The labeling for this product includes multiple instructions and warnings for aseptic technique. This review finds the labeling adequate for the use of the product for the reported complaint issue. A batch review was performed for potentially associated lot (h10a06110), with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress.

Event description:
Baxter contacted the home patient's (hp) caregiver (cg) on (B)(6) 2010 to obtain additional information. The caregiver stated that the patient was in the hospital about 7 days with diarrhea and an infection. On (B)(6) 2010 baxter spoke with the nurse. The nurse stated that the patient did have peritonitis and was hospitalized from (B)(6) 2010. An effluent culture was performed on (B)(6) 2010 and yielded gram positive, staph epidermidis. The patient was treated with vancomycin and his condition is ongoing and improved. Peritoneal dialysis has continued as prescribed. There are no allegations against any of baxter's products or solutions in the case of peritonitis. The nurse stated the cause of the peritonitis was the patient's flare up of diverticulitis.